Event description:
Per the audiologist, the patient is going in for a future MRI (date not reported). Explant surgery for the patient's device is scheduled for 2009. Additional information has been requested. Reimplant plans were not reported at the date of this report, two weeks later.

Manufacturer narrative:
This type of event is addressed in the device labeling.